Event description:
This customer reported that they got pads off messages during pacing.

Manufacturer narrative:
(B)(4). This customer reported that they got pads off messages during pacing. The involved pt died, but it is not yet known what role the device behavior played in the pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.